Manufacturer narrative:
MDR (B)(4) / initial 2 of 2. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It was reported that the patient faced two events on (B)(6) 2026, where bent cannula caused hyperglycemia treated by correction injection via multiple daily injection (mdi). The infusion set was used for six hours.